Event description:
No new information.

Manufacturer narrative:
The complaint of a crack in the pink luer adapter was confirmed. The cause may have been a combination of various circumstances; however, manufacturing errors may have been the contributing factor. One photograph, two videos, and a 20g nexiva IV catheter were provided for investigation. The sample exhibited evidence of use. Q-syte connectors were attached to each luer adapter. A longitudinal crack was identified on the straight pink luer adapter. While overtightening at the connection may have been a contributing factor, the material should not crack under normal use. The appropriate manufacturing personnel were notified of this complaint. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Complaints received about this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the data collected for identification of emerging trends.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that, cracking was notice during flushing with posiflush on the hub from the nexiva in combination with the bd q-syte. Response received on: 1/9/2026. Was the device being used in/on patient when the issue occurred? Yes. Was patient or user harmed? If yes, please explain, no. Was the hcp present when the issue occurred? Yes. If leakage occurred, please confirm the fluid that leaked. Perfan. Was additional medical intervention/medication required? If yes, please explain. Yes, a new peripheral catheter had to be placed.